Manufacturer narrative:
The sample evaluation confirms for a broken inflation tube. The sample evaluation found no manufacturing anomalies. Per the instructions-for-use, the user is instructed to pass a suture passer device through healthy skin at the center of the hernia defect grasp the needle loop complex (retrieval loop) and pull the inflation tube out of the abdominal cavity. The sample evaluation shows the needle loop complex is intact with no indication of contact with an instrument (grasper, suture passer). Therefore, it is possible that the surgeon grasped the inflation tube, not the needle loop complex which may have contributed to the inflation tube break. Additionally, it is unknown if the user experienced any resistance, (i.e. Scar tissue, defect reclosure) or if the anchor became restricted which would have resulted in the need to apply more force to pull the tube through the defect. While a definitive conclusion cannot be made, the most probable cause is the inflation tube may have broken from forces applied while pulling the tube through the defect. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in june, 2019.

Event description:
It was reported that on (B)(6) 2019 a ventralight st w/ echo ps was being used during a laparoscopic ventral hernia repair. As reported when the surgeon pulled the suture (inflation tube) through the center of the defect the tubing "snapped in half below the white lines." As reported the surgeon immediately pulled the mesh and tubing from the patient and completed the case with another ventralight st w/ echo ps. There was no injury or impact to the patient reported. And the sample will be returned for evaluation.